Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the impact admiral with a 6f cook sheath, spider fx and cook inflation device with 50/50 contrast to treat a calcified plaque soft tissue cto, with little calcification and no vessel tortuosity, in the mid superficial femoral artery. The device was prepped as per IFU with no issues identified. No resistance was encountered advancing the device, no excessive force was used, the device did not pass through a previously deployed stent. It was reported the balloon was inflated to 6atm when a perforation in the superficial femoral artery occurred, the perforation was treated with a poba tamponade and covered with bare metal stenting. No further patient injury reported.

Manufacturer narrative:
Additional information reported that the perforation of the vessel occurred during initial inflation to 5 atm post da. The current status of the patient is reported to be good if information is provided in the future, a supplemental report will be issued.